Event description:
On (B)(6) 2013, the reporter contacted animas and stated that the display screen was blank. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 02/26/2014-device evaluation:the pump has been returned and evaluated by product analysis on 02/11/2014 with the following findings:during investigation, the pump powered on and displayed the verify screen normally. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.